Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they developed an itchy rash at her neckline, which gradually spread to her arms and stomach and later formed into blisters, but she continued to complete the full sensor session. She removed the first sensor on (B)(6) 2026 and inserted a second one in her arm (unspecified which arm), but the reaction worsened at the same areas mentioned that were affected by the first sensor. There were no reported symptoms of severe anaphylaxis. She sought care at an urgent care clinic and was given over the counter prednisone ointment and an unspecified lotion, though she reported that neither was effective. No diagnostic testing was performed. Initially, she believed the reaction might be caused by other factors, such as her wig, but later noticed that the symptoms began to subside after stopping g7 day-15 sensor use for two days, with her last session ending on (B)(6) 2026. She did not consult a skin specialist and has been trying her own methods to prevent or reduce recurrence. During the call, she remained unsure which component was causing the issue and planned to test whether the adhesive was responsible. Dexcom techncial support provided the recommended skin barriers, films, and protective spray information from the dexcom skin reaction faq¿s sheet. The patient stated she would try using them. No photos or other details were documented. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).